Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on after opening the lid. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed that the green led illuminated with no voice prompts. Stryker product analysis center (pac) evaluated the customer's device and verified the reported issues. After powering on the device, no boot up operation or voice prompts observed. The cause of the reported issue was determined to be due to the system processor, u35. The customer was provided with a replacement device. The device was archived by stryker.

Event description:
A customer contacted stryker to report that their device would not power on after opening the lid. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.